Manufacturer narrative:
The lead repositioned and remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial and the right ventricular lead were reversed in the header of this cardiac resynchronization therapy defibrillator (crt-d), resulting in hospitalization due to a worsening heart failure condition. Surgical intervention was performed to correctly position the two leads in the header with no additional adverse patient effects reported.